Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, a patient fall occurred. 6 days later the patient presented and reported that they had fallen twice. The patient complained of lethargy and weakness with a covid positive diagnosis. Chest x-ray showed no evidence of pulmonary disease. Computed tomography (CT) imaging showed no evidence of acute intercranial hemorrhage or territorial infarction. Magnetic resonance imaging without contrast of the brain identified multiple scattered punctate recent infarcts, detailed as likely an embolic watershed stroke. Intravenous therapy medication was administered. The event was reported as resolved approximately three weeks later. The site reported the event as not device related. No adverse patient effects were reported. Additional information was received that on the first post-operative day, the patient began to experience numbness in the left hand. The patient presented to the emergency department ten days later with a chief complaint of chronic numbness in the left hand. Diagnostic tests included CT imaging which did not show an acute infarct. Ultrasound was used on the left arm and showed severe stenosis of the distal radial artery and moderate stenosis of the brachial artery. In addition, an aortic dissection was noted. Per the physician, neither the valve nor the delivery catheter system contributed to the dissection. The onset date, cause, and treatment for the dissection was not reported. Medication was administered via intravenous therapy. Of note, vascular access for the transcatheter aortic valve implantation procedure was achieved via the right femoral artery. Additional information was received that following the event, the patient was discharged to a rehabilitation facility. Additional information was received that the likely embolic watershed stroke resolved approximately a month after onset. Additional information was received to report the radial artery stenosis was caused by a radial artery line placed during the transcatheter aortic valve replacement procedure.

Manufacturer narrative:
Updated data: b5. Fifth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, a patient fall occurred. 6 days later the patient presented and reported that they had fallen twice. The patient complained of lethargy and weakness with a covid positive diagnosis. Chest x-ray showed no evidence of pulmonary disease. Computed tomography (CT) imaging showed no evidence of acute intercranial hemorrhage or territorial infarction. Magnetic resonance imaging without contrast of the brain identified multiple scattered punctate recent infarcts, detailed as likely an embolic watershed stroke. Intravenous therapy medication was administered. The event was reported as resolved approximately three weeks later. The site reported the event as not device related. No adverse patient effects were reported. Additional information was received that on the first post-operative day, the patient began to experience numbness in the left hand. The patient presented to the emergency department ten days later with a chief complaint of chronic numbness in the left hand. Diagnostic tests included CT imaging which did not show an acute infarct. Ultrasound was used on the left arm and showed severe stenosis of the distal radial artery and moderate stenosis of the brachial artery. In addition, an aortic dissection was noted. Per the physician, neither the valve nor the delivery catheter system contributed to the dissection. The onset date, cause, and treatment for the dissection was not reported. Medication was administered via intravenous therapy. Of note, vascular access for the transcatheter aortic valve implantation procedure was achieved via the right femoral artery.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 corrected data: h6 - imf medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the event, the patient was discharged to a rehabilitation facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the likely embolic watershed stroke resolved approximately a month after onset.